Event description:
I have used the dexcom g6 system for about 6 years, and was interested in changing to the newer g7 product. I received a sample dexcom g7 sensor from my endocrinologist and decided to trial this product alongside my existing g6 sensor. I applied the g7 sensor to the back of my upper right arm around 7:30 pm on (B)(6) 2026. It gave readings that were consistent with my g6 sensor and my finger stick glucose test until shortly after midnight. It then stopped providing readings consistently, and when it did, it falsely reported glucose levels between 40 and 75 mg/dl. I received a g7 sensor failure alert at 7:52 am on (B)(6) 2026, which instructed me to remove the sensor. Throughout this same time frame (midnight to 8 am), my dexcom g6 sensor reported glucose levels between 78 and 130 mg/dl. This experience has made me incredibly nervous to eventually transition from g6 to g7 when the manufacturer stops making the older device this summer.